Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the patient electronic unit could not be confirmed.

Event description:
The field rep reported frayed wires however the location of the fray could not be confirmed.